Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter was provided for investigation and was tested with masterlot test strips using retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.2 inr , qc 2: 3.2 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 10:10 am, the result from the meter was 6.3 inr. The customer did not believe this was correct. At 10:33 am, the result from the meter was 1.6 inr. There was no allegation of an adverse event.